Event description:
Resident was being transferred from the bed to the bathroom. During the transfer the sling loop tore. Resident fell injured their head. They were brought to the emergency room for treatment of a head laceration and released.

Manufacturer narrative:
Our evaluation determined that the sling was manufactured and sold in 2001. Upon inspection it appears that the sling was slightly faded and wear was noted on parts of the sling around where the break occurred and in other parts of the webbing and stitching. The slings have a 6 month warranty. This sling was around 5 years old. We instruct on the sling, on our lifts and in all operation manuals that slings should be inspected prior to each use and removed from service if there are any signs of wear. Based on our evaluation, the sling had used extensively and should have been replaced. Additionally, we recommended that the facility implement a policy to regularly replace slings regardless of signs of wear. MFR learned of incident on 05/23/06, but was awaiting details on incident to file report. Sufficient info was received on 07/24/06.